Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had an air in line (ail) error. It was reported there was no patient involvement.

Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12/09/2013 to the present date (B)(6)2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device had an air in line (ail) error. It was reported there was no patient involvement.